Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg). The contact declined to provide the bg value or further details. At the time of the report, the contact realized the pump time was inaccurate and believed the inaccurate pump time was the cause of the low bg. Tandem technical support assisted the customer in updating the pump to the correct time.